Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. The customer also reported having battery issues. The customer stated the first two batteries they inserted could not power on the insulin pump. Customer's blood glucose was 238 mg/dl. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.